Event description:
During an implant procedure ((B)(6)), it was reported a sterile field breach occurred. The physician elected to continue with the implant. Attempts to obtain additional details regarding this event and potential patient impact have been unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.